Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve got partially re-sheathed 1 time due to the implant being too low. The patient developed a left bundle branch block (lbbb) post-procedure. The following day, the patient had a permanent pacemaker implanted. On (B)(6) 2026, the patient was discharged.